Manufacturer narrative:
The company service representative examined the system and could not duplicate the problems reported. The system was then tested and met all product specifications. (B)(4).

Event description:
Adverse event(s): "no patient injury reported" (no consequences or impact to patient). Product problem(s): "system occlusion message displayed" (occlusion within device); "irrigation system message then displayed" (device displays error message). The nurse reported that during surgery, a system occlusion message displayed. The headpiece was switched out three times. An irrigation system message then displayed. The system was switched out to complete the case. The case was extended by 45 minutes. The nurse stated the patient outcome was good. No patient injury was reported